Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery alarm, or blank display noted. The pump passed the self test and no missing segments/partial display or display anomaly was noted. The pump had a motor error alarm during occlusion test and was unable to prime at 4.0 lbs during the prime/compromised force sensor system test due to moisture damage inside the force sensor resistor. The pump had a cracked case at the display window corner, a cracked lcd window, a minor scratched lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.

Event description:
The customer reported that the top part of the screen was faded and the now the screen is blank again. Customer has tried a second new battery and the same thing still happened. Customer's blood glucose was 216 mg/dl last night. Customer stated that she bolused and the pump started beeping around 3 am this morning. Customer stated that the pump has not worked since then. Customer's blood glucose was 236 mg/dl at the time of the incident. Customer took a manual injection as the pump is not working at this time. Customer stated that there is a crack at the upper right corner going down to the screen. Customer was advised to insert a new battery but the display did not return even after troubleshooting. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.